Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-10975. It was reported that the patient presented for an implant procedure. During the procedure, while implanting the atrial lead, it was noted that the atrial lead exhibited helix extension failure and stylet insertion failure. The physician attempted to use a second lead and exhibited helix extension failure and stylet insertion failure. Both lead were not used and were replaced. The patient experienced no consequences.